Manufacturer narrative:
The root cause of the spill is attributed to a leak in the line through pv40, which caused a loss of vacuum and resulted in overflow of the needle bellows. The issue was resolved after the fse replaced the pv40 tubing. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report a leak at the needle assembly of the coulter lh500 hematology analyzer. The needle waste chamber was half full, as well as the vacuum foam trap. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed the needle bellows overflowing and found a leak in the line through pinch valve pv40 on top of the feed through fitting. The fse replaced the pv40 tubing and cleaned the inside of the instrument. The fse then verified the repairs per established procedures and the results met published performance specifications.